Event description:
The surgeon attempted to insert a silicone lens but it was damaged on insertion. The lens was removed for iol exchange. There was no pt injury and no add'l procedures were performed.